Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the balloon ruptured. There was no difficulty removing the device from the hoop and no difficulty removing the stylet. There were no kinks or damage noted prior to use. The device prepped normally. The target lesion was the superficial femoral artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. The device was delivered to the lesion. It is unknown if there was any difficulty advancing the device. The device was inflated however it ruptured at nominal pressure during the initial dilatation. It is unknown if the device was easily removed however the device was removed in one piece from the patient. It is unknown what type of inflation device was used and unknown if this was used successfully with other devices. It is unknown how the procedure completed. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the second event reported for this lot number and issue to date. The device for the first complaint was not returned and the investigation was inconclusive. The device was not returned for evaluation. The result of the investigation is inconclusive, as the sample was not returned for evaluation. Based upon the available information a definitive root cause has not been determined. It is unknown whether patient factors, such as the reported 100% stenosis, handling or procedural techniques have contributed to the reported event. Based on trending analysis performed no additional action is required at this time. However the complaint rate for this failure mode is (B)(4)%. This exceeds the predicted rate of (B)(4)%. This will be reviewed and actioned through the CAPA system. The IFU states: device description: the sleek® percutaneous transluminal angioplasty (pta) peripheral catheter family comprise a range of sizes of rapid exchange catheters for peripheral angioplasty. The catheter¿s proximal tubing is (B)(4) stainless steel and the distal coaxial tubings are (B)(4) blend. The lumen of the shaft is used for the purpose of inflating and deflating the balloon. A second lumen at the tip is used for advancing the guidewire. To locate the balloon under fluoroscopy platinum iridium marker bands are provided at the shoulders of the balloon for all sizes. The proximal end of the catheter is provided with a transparent hub which allows easy observation of air bubbles. The hub is designed to facilitate easy removal of air bubbles during the preparation of the balloon. The (B)(4) is a (B)(4) coating which provides improved lubricity to the balloon shaft. A 0.014¿ (0.356 mm) guidewire is recommended for use with the sleek® catheters. Indication for use: the sleek® catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Directions for use: remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%) attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Purge the catheter through lumen thoroughly. Reinserting the balloon into the balloon sleeve may damage the balloon or catheter. (B)(4).

Event description:
It was reported that the balloon ruptured. There was no difficulty removing the device from the hoop and no difficulty removing the stylet. There were no kinks or damage noted prior to use. The device prepped normally. The target lesion was the superficial femoral artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. The device was delivered to the lesion. It is unknown if there was any difficulty advancing the device. The device was inflated however it ruptured at nominal pressure during the initial dilatation. It is unknown if the device was easily removed however the device was removed in one piece from the patient. It is unknown what type of inflation device was used and unknown if this was used successfully with other devices. It is unknown how the procedure completed. There was no patient injury reported.